Manufacturer narrative:
Follow-up submitted to report device evaluation. Section b3, d7, no information was available. Updated section b4 for report submission date and b6 to report device evaluation results. Updated d10 for device return date, g1-g2 for follow-up report submitter, g4 for awareness date and g7 for report type and follow-up number. Updated h2 for follow-up type, h3 for device evaluation status and h6 method, result and conclusion codes. This report is submitted late and is captured within CAPA-1374.

Event description:
Per complaint (B)(4), after clinical procedure, patient experienced failure of implant to intgrate.